Manufacturer narrative:
It was reported that a bulb irrigation syringe component did not "pick up fluids." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) samples, one labeled "preferred" and one considered faulty, were returned for evaluation. Sample testing identified that the bulb irrigation syringe considered faulty did not pick up a full syringe of fluid and it leaked. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a bulb irrigation syringe component did not "pick up fluids."